Event description:
The hcp reported that approx 2-3 months ago a pt had developed sepsis following a tuna procedure. The pt was hospitalized and has since recovered with no further complications reported.